Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump was over delivering insulin and they were hospitalized and were taken to emergency room due to low blood glucose on (B)(6) 2021 with blood glucose was 1.9 mmol/l. Customer¿s current blood glucose was 7.6 mmol/l. Customer was treated with intravenous, 2 glucogels and glucose tablet for low blood glucose. Customer experienced symptoms such as nausea. Customer had been using insulin pump within 48 hours of low blood glucose event. The reservoir will not be returned for analysis.